Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d5, e2, e3, g1, h2, h6 this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubic had failed. A field service engineer performed preventative maintenance on the device to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis medstation system cubic failed. The customer reported that users were unable to remove medications. Information was received indicating that the nurse had to call main pharmacy and the drug has to be expedited to the nursing unit. There were no adverse events or injuries reported based on this incident, however, there was a delay inpatient care.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubic failed due to preventative maintenance. Field service engineer performed preventative maintenance on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system cubic failed. The customer reported that users were unable to remove medications. However, there were no delays in patient care as there are two stations in the same room. There were no adverse events or injuries reported based on this incident.